Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy; due to sui, cystocele and rectocele. It was reported that following insertion the patient experienced vaginal bleeding, pain, erosion, incontinence, swelling and etc. It was reported that the patient underwent mesh revision/removal on (B)(6) 2007 due to bleeding, pain, urinary retention, erosion, and etc. It was reported that the patient underwent mesh revision/removal on (B)(6) 2012 due to bleeding, pain, urinary retention, erosion, and etc. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-16685. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2006.

Manufacturer narrative:
(B)(6): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.